Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an intuition guide wire during a procedure to treat a severely calcified lesion in the cx. The lesion exhibited 80% stenosis. The lesion was not predilated. The device was removed from packaging, inspected and prepped per IFU with no issues noted. Resistance was encountered when advancing the wire, and excessive force used during insertion/delivery. The wire did not pass through a previously-deployed stent. When the wire was removed it was noted to be unraveled. All parts of the intuition wire were successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.